Event description:
Patient safety professional review: incompatibility of hover jack device and power supply cord (from separate manufacturer). Staff noticed burning odor in building, after investigation it was noted the hoverjack battery was overheated and releasing fumes. The device has an automatic charger plugged into the wall, that is kept plugged in at all times, per manufacturer recommendation. Users have been advised to ensure the green light indicator on the unit is lit to green and unplug units at the end of the day and through the weekend to prevent an unmonitored recurrence. If the yellow or red light is lit, health technology management ("biomed") is to be contacted. There have been two similar occurrences over six months with the same model (different units).health technology management review: there have been multiple issues on this platform relating to the battery and the charging circuitry. These issues have been addressed before they escalated to a level comparable to the other events that have been described. The frequency of battery and charging related issues are higher than what would be considered normal battery failure rates for other devices used in the facility. Reference report #mw5146489, #mw5146491.